Event description:
It was reported that pt underwent hip procedure twenty-five (25) years ago. Subsequently, femoral hip stem fractured and pt was revised.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. There have been no trends identified related to this type of event. The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Eval in process but not yet complete. Upon completion of eval, a follow up report will be sent to the FDA.